Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: received a phone call that physician deployed a manta after a tavr procedure, and the post angiogram showed a "pinch" in the sfa. The hospital elected to immediately switch to "cut down" for repair. After multiple good faith attempts, the account would not release any additional information or respond to the requested questions.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team and indicates a narrowing in the artery. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr using a 14f expandable sheath, a 14f manta was deployed for closure. Traditionally this facility utilizes ultrasound and micropuncture to obtain access, however, in this case, it is unknown. Following deployment, a post angiogram indicated a pinch in the superficial femoral artery and the physician immediately chose to perform a surgical cut down to repair the artery. Post procedure, the patient was reported as fine. The root cause of the narrowing present in the superficial artery is possibly due to a formation of an occlusive dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The risk documentation was reviewed, and this type of incident is a known risk. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery.